Event description:
The device was being used when an intravenous infiltrate occurred. The administered dose infused without a device alarm. The reporter stated that further information was confidential. No information was provided concerning drug, rate, volume, or effect on patient.